Manufacturer narrative:
Product complaint # (B)(4). Corrected b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During surgery, the problem of pulling off suture needle had happened when sewing nail bed. This was accompanied by nail border oozing. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the blood oozing? Is this consequences indicated as expected risk associated with the procedure? Did the surgeon comment that nail border oozing was related to device malfunction? What medical/surgical intervention was provided to manage the nail border oozing? Was this issue managed during the same procedure and surgery completed successfully? Lot number.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During surgery, the problem of pulling off suture needle had happened when sewing nail bed. This was accompanied by nail border oozing. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.